Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarm "check clutch". No patient injury or adverse event was reported.